Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). No additional information was available at intake. Additional information was provided through follow-up with the patient. The patient could not recall all of the details surrounding the event. In approximately on (B)(6) 2020 the patient went into the hospital to undergo a day procedure to clean out a clogged pd catheter (not a fresenius product). After the procedure, the patient went home. About four hours later, the patient began experiencing severe abdominal pain. The patient went to the hospital (a different facility from the procedure) and was admitted for peritonitis. The patient stated that the cause was said to be the pd catheter procedure. The bacteria were in the pd catheter clogging it. During the procedure the bacteria got into their peritoneum. The pd catheter was pulled at that time and the patient was transitioned to hemodialysis. The patient stated they did not return to pd after that event. No further details were provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).